Event description:
A surgeon reporting residual refraction and unsatisfactory vision after intraocular lens (iol) implantation. According to the surgeon the lens was implanted at the indicated axis position.

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. Results from the product history record review indicated the lens met release criteria. No root can be identified. Additional information was requested and received. (B)(4).